Manufacturer narrative:
One used 60" (152 cm) appx 1.4 ml, pur yellow smallbore ext set w/microclave¿ clear, 1.2 micron filter, clamp, luer lock was received for evaluation. Visual inspection and functional testing was carried out. Upon visual inspection the filter was observed to be wetted out. The sample was tested and was primed at gravity pressure with no issues. The sample was pressure leak tested at 25psi with a leak observed from the filter. The reported complaint of a leak could be confirmed. The probable cause is from the temporary loss of hydrophobic properties. D9 - date returned to mfg. :11/24/2025.

Event description:
The event involved a 60" (152 cm) pur yellow smallbore ext set w/microclave¿ clear, 1.2 micron filter, clamp, luer lock and it was reported that lipid tubing was found to be leaking shortly after hanging tubing. There were patient involvement and no patient harm reported.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. D4: only di provided as lot number is unknown. Additional contact information: (B)(6).